Event description:
Per the audiologist, the patient reported intermittent performance after many years of non-use. The physician indicated the patient does not have an eighth nerve. Due to these findings the patient is not receiving benefit from the device and is no longer wearing the external equipment. Information on explantation was not provided at the time this report was filed.

Manufacturer narrative:
(B) (4) : implanted device remains at this time.